Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
Date of event is unknown. Date of implant is unknown. UDI is unknown as no batch or lot information was given.

Event description:
It was reported the patient's ipg was turning off unintentionally approximately once or twice a week. As a result, the patient may undergo surgical intervention to address the issue.